Manufacturer narrative:
Reliability analysis inspected 4 opened/used enlite sensors and performed visual inspection and found 2 of 4 sensors failed per specifications. One of two sensors had cannula broken and missing broken part and the second, failed with low readings. The other two sensors passed the bicarbonate buffer test per spec with accurate readings.

Event description:
The customer's father reported via phone call that the customer had calibration error alerts and bad sensor alert with three sensors and one of the sensors got stuck in the serter. She was assisted with inserting a new reservoir. No troubleshooting was done for past events. Father was advised to call back if issues recur. Blood glucose value is unknown. The sensors were replaced and returned for analysis.